Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 21. Sep. 2015. Expiry date: 01. Sep. 2025. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient suffered an intertrochanteric fracture of the left femur which was originally treated with proximal femoral nail antirotation (pfna) nailing on (B)(6) 2015. In early (B)(6) 2016, the patient fell at home. Upon x-ray examination, it was determined that the nail had broken in the distal region. The patient returned to the operating room on (B)(6) 2016 to have the broken nail removed. All pieces were extracted successfully and the patient was revised to a longer pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The anodized shave is particularly damaged. The nail is broken in the region of the distal hole. A device history record review was performed for the affected lot with no abnormalities or deviations detected that would lead to the complaint failure. The diameter of the nail was measured close to the region of the breakage with the result that it fulfills the specifications. It was also checked, if the correct material was processed with the result, that it meets the specifications. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the nail was received in a broken condition with the break in the region of the distal hole. The anodized layer is particularly damaged. The measurable diameters of the nail, close to the region of the breakage, were as far as possible checked and found to be in compliance with the technical drawings. The device history record review indicates that the correct material and manufacturing procedures were used. The examination of the raw-material testing certificate showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with the international standard for titanium. The article 472.260 with lot number 9645987 was produced in a (B)(4) in september, 2015. Based on the investigation results, along with the available information, it is likely that the cause of the nail¿s failure was due to the postoperative falling or drop event mentioned in the complaint description. The nail could not resist the applied force which finally led to the material overload/ fatigue failure. Finally, it can be concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: concomitant medical products: as a result of the evaluation and the re-assessment of the blade¿s reportability, the only concomitant device for this complaint is the bolt (part 459.380s). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was noted during the investigation of the returned parts that the pfna blade showed marks of forcible use at the shaft. As a result of the damage, the device could not be locked or unlocked. Instead, the device only stayed in a jammed condition. Therefore, the device was re-assessed and determined to be reportable for this complaint. This report is 1 of 2 for (B)(4).